Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 01724.

Event description:
It was reported that during the surgery two jugger locs were pulled out from the patient bone. No additional information is available for this event.

Manufacturer narrative:
The following report is being submitted to relay additional information received. The complaint cannot be confirmed as no medical records were provided. Review of the device history records identified no related deviations or anomalies. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available to report.